Event description:
The dental implant fx5008swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 25 days after implantation. The doctor indicated that local infection caused the implant removal. The patient had history of tobacco use and has been recovered without complication.